Event description:
It was reported that oversensing noise and auto mode switching (ams) was observed on the right atrial (ra) lead while an insulation anomaly, externalization of conductors was observed on the right ventricular (rv) lead. The ra and rv leads were capped (B)(6) 2026 and replaced. There were no patient consequences.